Manufacturer narrative:
The monitor¿s response buttons were operating intermittently due to a defective front response button. The front response button metallic dome was off-center, causing them to operate intermittently. The root cause of the off-center dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.